Manufacturer narrative:
The insulin pump was not received in manufacture mode. The pump power up properly after battery installation. The pump was received with operating currents within spec. The pump passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The pump properly connected to with the glucose sensor simulator. No sensor anomalies noted. The pump error alarm confirmed in the pump history due to broken traces on keypad assembly. The insulin pump received with minor scratches on case, pillowing keypad overlay and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm. The customer's blood glucose was unknown at the time of the incident. The customer reported that they are able to complete pump rewind. The customer declined to troubleshoot. The history showed cannot find sensor signal, sensor signal not found, lost sensor signal, pump error and possible signal interference. The customer was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.